Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 700 mg/dl. The customer was admitted to hospital and was treated , then released her. After troubleshooting was done, customer was advised to change entire set, reservoir, and insulin and treat. Customer was advised to monitor the insulin pump.